Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, reprocessing was not conducted at the user facility, then the device was sent to olympus. Subsequently, the material remained in the nozzle. The event can be detected and prevented by handling the device in accordance with the instructions for use which state: evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. Evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; the light guide rod lens was cracked. In addition to the foreign material in the nozzle, the bending section cover glue was also cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the loaner colonovideoscope's light guide lens was cracked. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the nozzle was clogged with foreign material.